Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. The right atrial lead exhibited high pacing impedance, so the physician exchanged the lead while the chest pocket was open on (B)(6) 2019. The patient was in stable condition post-procedure.

Manufacturer narrative:
A complete lead was returned for analysis in one piece measuring 58.5 cm. Visual examination found the helix retracted and clogged with blood due to procedural damage. X-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported event of high pacing impedance was not confirmed.